Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with pacemaker mediated tachycardia episodes. The implantable cardioverter defibrillator exhibited undersensing as well we retrograde. It was observed that the device exhibited inappropriate programming which resulted in pmt. The device was reprogrammed. The patient was asymptomatic throughout the event.